Event description:
It was reported via repair work order that the right outer base tube is broken where the tube meets the casting which is affecting cot stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.